Event description:
It was reported "the doctor was going to insert a cvc line into the right jugular vein. After cleaning the skin he inserted the needle into the vein and pulled air back into the needle. They realized the needle hub was cracked. They opened a new arrow cvc and started the procedure again without any issues." No medical intervenitons required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit for analysis. No obvious signs of use were observed on the sample. Visual and microscopic examination confirmed that the hub of the 18ga introducer needle was cracked. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin". The customer report of a cracked needle hub was confirmed through complaint investigation. Visual inspection revealed cracks on the needle hub. The failure mode identified is consistent with the failure mode investigated per a previously opened CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. The CAPA was implemented using a new alcohol-resistant material to manufacture the needle hub. The needle hub from this complaint was confirmed to be made from the old needle hub material. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the doctor was going to insert a cvc line into the right jugular vein. After cleaning the skin he inserted the needle into the vein and pulled air back into the needle. They realized the needle hub was cracked. They opened a new arrow cvc and started the procedure again without any issues." No medical interventions required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). UDI#: (B)(4).

Event description:
It was reported "the doctor was going to insert a cvc line into the right jugular vein. After cleaning the skin he inserted the needle into the vein and pulled air back into the needle. They realized the needle hub was cracked. They opened a new arrow cvc and started the procedure again without any issues." No medical interventions required. The patient's current condition is reported as "fine".